Manufacturer narrative:
The icycatheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia after cardiac arrest. A zoll icy catheter was inserted into the femoral vein after multiple attempts. Upon insertion, the catheter leak was noted. The catheter was replaced to continue with treatment. The thermogard console was set to a target temperature of 34 degree celsius. After 24 hours of dwell time, the blood was noted inside the suk tubing. No alarm on the console was reported. The second catheter leak was suspected. The user decided to exchange for another icy catheter to continue with the patient treatment. No further issue was observed. No known impact or patient consequence was reported. This is a first occurrence of the leaking catheter. See MFR 3010617000-2018-00988 for the second catheter issue.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned icy catheter (lot # 78144). A pinhole leak was observed at the proximal end of distal balloon. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported of the icy catheter with lot# 78144.